Event description:
The customer reported a blue fluid leak of approximately 10ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and latron out: low retic scatter mean error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak from tubing disconnected at the side port of diff mix chamber (vc25). The fse replaced the disconnected tubing and the instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).